Event description:
Customer reported a low blood glucose of 33 mg/dl. She stated that she had no symptoms and felt that it was due to an issue with her meter. Customer treated by eating and with glucose tabs and the blood glucose reading went back up to 59 mg/dl. Customer declined troubleshooting for this issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.